Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and two other unknown medications via an implantable pump for spinal pain. The drug concentrations and dose rates of the pump medications were unknown. It was reported that when the patient¿s physician was changing the morphine in the pump, they pulled out 40 ccs and said it wasn't working properly". It was further noted that this was a lot more than the hcp expected to pull out of the pump. Due to this the patient¿s healthcare provider (hcp) took out all the medication in her pump. The patient was questioning if it was ok for the pump to be running with no medication in the pump and if that could harm them. It was indicated that there was nothing currently in the pump now, not even saline. The event was noted as having occurred "like a week ago" and then further clarified as (B)(6). The pump contained morphine at the start of this event and two other unknown ¿numbing medications". On 2020-oct-08 additional information was received via a consumer. It was noted that the hcp took all the medication out of the patient¿s pump and did not refill it because she had too much medication. They thought the catheter maybe kinked. They questioned how long a pump could be empty before it causes too much damage. It was noted that patient was dismissed by the healthcare provider. No further patient complications have been reported as a result of this event.